Event description:
It was reported that the insulin pump fell out of his pocket and hit the floor. The insulin pump is damaged; the entire end cap fell off. The blood glucose reading is 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.